Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. Customer stated that the alarm has occurred twice in the past. One was during bolus delivery and the other with basal delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 7 mmol/. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.